Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the whisper broke in the left ventricular lead and was unable to get out. The lead was replaced. No adverse consequences to the patient was reported.